Event description:
It was learned through implant patient registry that a 21mm aortic valve was explanted after an implant duration of 9 years, 7 months due to unknown reason. The explanted valve was replaced with a 25mm aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device was explanted > 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. The device was not returned for evaluation, as device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. H3: product evaluation: customer report of stenosis and regurgitation was not able be confirmed due to valve condition as received. X-ray demonstrated wireform intact and minimal calcification on all three leaflets and the returned leaflet fragment. As received, all three leaflets had cuts of approximately 5mm x 6mm on leaflet 1, 3mm x 6mm on leaflet 2, and 10mm x 6mm on leaflet 3. The cuts had a smooth and straight edge; one cut out leaflet fragment, 7mm x 5mm, was returned with smooth and straight edges and was unable to be matched to a specific leaflet on the returned valve. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 2 at the outflow aspect. Host tissue overgrowth on the stent circumference was minimal at the outflow aspect. Metal band was exposed around leaflet 3 on the outflow aspect. Two sutures remained attached to the sewing ring around leaflet 1. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. H3: product evaluation: customer report was of unknown reasons and was unable to be confirmed. X-ray demonstrated wireform intact and minimal calcification on all three leaflets and the returned leaflet fragment. As received, all three leaflets had cuts of approximately 5mm x 6mm on leaflet 1, 3mm x 6mm on leaflet 2, and 10mm x 6mm on leaflet 3. The cuts had a smooth and straight edge; one cut out leaflet fragment, 7mm x 5mm, was returned with smooth and straight edges and was unable to be matched to a specific leaflet on the returned valve. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 2 at the outflow aspect. Host tissue overgrowth on the stent circumference was minimal at the outflow aspect. Metal band was exposed around leaflet 3 on the outflow aspect. Two sutures remained attached to the sewing ring around leaflet 1.

Event description:
It was learned through implant patient registry that a 21mm aortic valve was explanted after an implant duration of 9 years, 7 months due to stenosis and regurgitation. The explanted valve was replaced with a 25mm aortic valve. Per pathology report the patient concomitantly underwent redo-avr, tvr, and mvr. Per product evaluation minimal calcification and minimal pannus formation were noted.